Event description:
Patient presented to the physician with superficial migration of the stimulation lead at the neck incision site, causing discomfort and posing a risk of erosion. Physician brought the patient into the or, repositioned the stimulation lead deeper beneath the tissue, and closed.